Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one of two reports.

Event description:
It was reported that two m6-c artificial cervical discs were removed.

Manufacturer narrative:
A1: (B)(6). B4: 04/26/2021. D8: no. G1: mr. (B)(6). G3: 04/07/2021. G6: follow-up # 2. H2: additional information. H3: yes. Manufacturer narrative: h10: limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. Both implants were intact as-received. The endplates were attached and the sheath was present. No microbiology or pathology results were provided. Based on the information provided, the cause of this event was unclear. It is unknown how long this device was in situ, what the surgical indications were for removal, or if infection was suspected or confirmed. However, the device did not appear to have failed mechanically at the time of removal.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This is one of two reports.